Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the time and date settings on the pump were observed to reset to default settings when the pump was powered off and back on again within 24 hours. The pump case was removed, and the clock battery on the printed circuit board was found to have failed. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging a time/date reset issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged time/date reset issue was not resolved with troubleshooting.